Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 an amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. During the procedure the occluder was deployed. An attempt was made to partially re-sheath the occluder, however it was noted that the occluder could not be re-sheathed. The occluder and delivery system were removed from the patient and inspected. It was noted that the tip of the delivery system was enfolded into itself. The procedure was aborted and the decision was made to refer the patient to surgery on a future date. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 an amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. During the procedure the occluder was deployed. An attempt was made to partially re-sheath the occluder, however it was noted that the occluder could not be re-sheathed. The occluder and delivery system were removed from the patient and inspected. It was noted that the tip of the delivery system was enfolded into itself. The procedure was aborted and the decision was made to refer the patient to surgery on a future date. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of retraction problem, inverted sheath tip was reported. A returned device assessment could not be performed as the device was not returned for analysis. During implant, the 26mm amplatzer septal occluder was attempted to be retrieved back into the delivery sheath, however this was unsuccessful. It was noted that the tip of the delivery system was enfolded into itself. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported retraction problem appears to be due to inverted sheath tip. The cause of the reported inverted sheath tip could not be conclusively determined. The possible cause could be due to the damage during the use. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4114.

Manufacturer narrative:
An event of retraction problem, inverted sheath tip was reported. A returned device assessment could not be performed as the device was not returned for analysis. During implant, the 26mm amplatzer septal occluder was attempted to be retrieved back into the delivery sheath, however this was unsuccessful. It was noted that the tip of the delivery system was enfolded into itself. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported retraction problem appears to be due to inverted sheath tip. However, the cause of the reported inverted sheath tip could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.